Event description:
It was reported to philips that the device does not discharge during treatment.there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : the reported issue could not be confirmed because the customer refused repair service. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure.

Event description:
It was reported to philips that the device does not discharge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.